Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of the vasoview hemopro silicone tip burned off. The vessels they were burning were not sealing. The hospital used the jaws of the device to retrieve the piece. A replacement device was used to complete the procedure. Nothing was left behind in the patient and there was no harm to the patient.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Heavy blood and charred tissue was observed on the heater wire as well as at the base of the heater wire. The heater wire was observed to be slightly flexed away at the center of the heater wire but remained attached at the base and tip of the hot jaw. The silicon insulation was on the cold jaw was observed to be peeled away from the cold jaw, exposing the metal portion of the cold jaw. The silicon insulation was returned for evaluation. The outline of the returned silicon insulation matched the outline of the missing silicon on the jaws indicating that no other silicon insulation pieces were missing. Based on the return condition of the device, the reported failure " peeled" was confirmed as well as for the analyzed failure ¿material twisted/bent".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of the vasoview hemopro silicone tip burned off. The vessels they were burning were not sealing. The hospital used the jaws of the device to retrieve the piece. A replacement device was used to complete the procedure. Nothing was left behind in the patient and there was no harm to the patient.